Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection was performed and no obvious defects were found. A leak test was performed on each and leakage was found at the header caps where they are screwed onto the dialyzer. The leakage was bubbling out of the venous cap where it is screwed onto the dialyzer. The sample was confirmed for the reported problem and the root cause was undetermined. A retained sample from the same lot was visually and functionally tested by nipro with no damage or leaks noted. A manufacturing batch record review was performed by nipro with no issues or abnormalities noted during the manufacture of this lot. The complainant indicated that these devices were resterilized by chemical methods and reused 7 times. Per the product label, this is a single use device. A CAPA has been opened to address this issue.

Event description:
This is a report of blood leaks found during evaluation of a returned dialyzer; the leak was noticed around the arterial and venous end caps of the dialyzer after seventh reuse. This is a single use product. There was approximately 100ml blood loss. Treatment was ended and restarted with a new dialyzer with no other issues. There was patient involvement, once the product had been used when the deviation was observed; however, no patient medical injury or adverse event was reported.